Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for evaluation, however it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument log for the fenestrated bipolar forceps (fbf) instrument (part# 471205-17/lot# k10220502 0614) associated with this event has been performed. Per logs, the fbf instrument was last used on (B)(6)2022 on system sl0168. The instrument had 13 uses remaining. This complaint is being reported based on the following conclusion: it was alleged that the instrument sparked during a da vinci-assisted surgical procedure. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a flash between the jaws of the fenestrated bipolar forceps instrument when in use. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have bipolar yaw pulley thermal damage between the grips. The fenestrated bipolar forceps instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. No damage to the conductor wire was observed. The probable root cause of damaged conductor wire insulation and/or thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.